Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a hole in the reservoir. The ipp pump was explanted and replaced with a new ipp. There were no patient complications reported.